Manufacturer narrative:
Concomitant medical products: a3dr01, ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) bipolar lead exhibited a low impedance warning. It was also reported that some far field r waves (ffrw) were observed on the right atrial (ra) lead on some stored atrial tachycardia/atrial fibrillation episodes. Both the rv and the ra leads remain in use. No patient complications have been reported as a result of this event.